Manufacturer narrative:
The device is expected to be returned for analysis, it has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a pump stoppage was confirmed based on the information contained in the log file retrieved from the returned system controller. Multiple motor stopped events were recorded in the log file on (B)(6) 2014 at 2:49 pm. Following the motor stop events, the log file indicated that the pump ramped back up to its set speed without issue. The system controller was functionally tested and was found to function as intended. The system controller operated while connected to a mock circulatory loop with no adverse events or alarms noted. A motor stop event was not reproduced and the root cause for the motor stop was unable to be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a pump stoppage event and that the patient was asymptomatic. X-rays that were taken appeared unremarkable. The patient's system controller was exchanged.